Event description:
It was reported that the patient passed away on (B)(6) 2025 due to multisystem organ failure (msof). The device was noted to have worked as intended and was not explanted or returned. The death was determined not to be device or therapy related. The customer stated that no additional follow-up would be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. The account indicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Chapter 1, ¿introduction¿, lists multiple organ failures/dysfunctions as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.